Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the home patient (hp) had started a session of peritoneal dialysis (pd) therapy using the same supplies as the previous therapy. For the previous therapy, the hp stated that they intended to do a manual drain but accidentally passed the manual drain at the end of the therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.